Manufacturer narrative:
A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a valid lot number was not provided. All information reasonably known as of 15 feb 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced eight different incidences, which were associated with separate units, involving an unknown number of patients. This is the first of eight reports. Refer to 8030647-2018-00055 for the second report; refer to 8030647-2018-00056 for the third report; refer to 8030647-2018-00057 for the fourth report; refer to 8030647-2018-00058 for the fifth report; refer to 8030647-2018-00059 for the sixth report; refer to 8030647-2018-00060 for the seventh report; refer to 8030647-2018-00061 for the eighth report. It was reported that the device became disconnected from the vent circuit at the flex adapter tubing provided in the package. The disconnection happened right away after use. It was discovered at the bedside, but also by vent alarm. The side coming loose was the side connected to the inline suction. The patient experienced a loss of ventilation, but there was no injury or medical intervention required. No further information has been provided.